Event description:
It was reported that the patient underwent a sling procedure in 2005. The next day the patient experienced voiding dysfunction. Patient was catheterized for 1,000 cc's. Patient was taught self catheterization and sent home. Tvt take down in operating room in five days. Details: in five days patient was still experiencing moderate voiding dysfunction. The patient was brought back to the o.r. Four days later and the sling was released.